Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin leaked out of the infusion set site and experienced high blood glucose of 600 mg/dl. Customer went to the emergency room for the high blood glucose. Customer does not recall any significant events leading to the error. Troubleshooting was done for high blood glucose and the drive support cap was normal. Customer wanted to perform a high pressure test but did not have a clamp and would call back at a later date to continue troubleshooting. Customer was advised by hospital to revert to a back-up plan per doctor's instruction. No further information was given.